Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 lead (B)(6) 2013; 5076-52 lead (B)(6) 2013.

Event description:
It was reported that the patient called to inquire about his new ID card and then mentioned that his first lead "didn't take." A follow up yielded the patient's left ventricular (lv) lead was replaced due to dislodgement. A new lv lead was implanted successfully. No patient complications have been reported as a result of this event.